Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that an attempt was made two years ago (B)(6) 2023 to remove the patient's device to replace it with something that was MRI compatible but the lead was unable to be removed because of scar tissue, so only the patient's ins was removed and no further implanted system was placed. Shortly after the procedure to remove their implanted system, the patient had hip surgery and the remaining lead wire had been "cut" during that procedure.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.